Event description:
Customer reported device = 400 m g/dl. Customer was not feeling well and called paramedics. Paramedics transported customer to the hospital and their device = 218 mg/dl. No controls were used. A request was made for return product and replacement product was sent.